Event description:
Reportedly, urinary retention occurred. The surgeon rated severity as mild (1: awareness of sign or symptom but easily tolerated). The relation to device/procedure was rated as a 3 (definite relation to device). Medication was administered but there was no report of tape removal or further surgery.